Event description:
It was reported that the device was explanted after an implant duration of at least 59 months, due to unknown reasons. No further details were provided. Information learned from the implant patient registry.

Manufacturer narrative:
Device not returned.